Event description:
It was reported by service report that the pump pedal will not pump up the jack. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump link weldment.